Manufacturer narrative:
Per the t:slim x2 basal iq user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer performed the fill tubing sequence while connected at the site and approximately 30 units of insulin was delivered. Blood glucose decreased to 40 mg/dl and customer was taken to the emergency room (ER). The customer was treated with intravenous (IV) glucose and carbohydrates. Five hours later the customer was admitted to the hospital and was treated with IV glucose and carbohydrate. The customer was discharged from the hospital the next day with the issue resolved and no permanent damage.